Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the septum inside one of the injection sites of a buretrol set was found collapsed when pushed. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection, mechanical functioning testing, pressure testing and clear passage testing were performed. The reported condition was not identified during the visual inspection or functional testing of the device. If additional relevant information is obtained, then a follow-up MDR will be submitted.